Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller not being able to start the pump was confirmed. The evaluation of the returned system controller serial number (B)(4) revealed that both fuses were damaged. As a result, the system controller was not able to operate the test pump during analysis. The fuses were replaced and the system controller operated the test pump as expected. The system controller was operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. The log files were successfully retrieved from the system controller. The data contained in the event log file revealed some old events where the controller operated the system from (B)(6) 2019. The event date, (B)(6) 2021, was also captured at the end of the log file and the data revealed that both fuses were open and the recorded speed was 0 rpm. There were various alarm conditions recorded including lvad off, low flow and controller internal fault alarms. The periodic log file did not contain data from the event date ((B)(6)) and it was filled with old events. A specific root cause for the damaged fuses was not able to be determined. Heartmate 3 patient handbook ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, ¿alarms and troubleshooting¿ explain all alarms, including driveline power fault and backup battery fault alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline fault alarm and backup battery fault alarm. Log file review captured a driveline power fault in addition to strings of low power advisories due to normal battery depletion. There was no interruption in pump support during these events. The modular cable and controller were exchanged on (B)(6) 2021 but the fault alarm persisted. The patient was sleeping when the alarm occurred and they were asymptomatic. There was no discoloration or visible damage noted on the driveline. Further log file review after the controller exchange revealed that the driveline fault was occurring in the same phase as the original controller. A pump stop occurred on the morning of (B)(6) 2021. Another controller exchange attempted while the pump was stopped due to a driveline fault and controller fault. The new controller was unable to start the pump. The patient reported that their modular cable connection had been getting warm for the past two weeks and they felt a small shock from it. The patient also reported that the controller had been getting very hot. The hot modular cable connection caused the patient to sustain burns to their skin. The controller and modular cable were disconnected from the patient. Patient was transferred to the intensive care unit (ICU) on dobutamine, epinephrine and inhaled nitric oxide. Related manufacturer reports: heartmate 3 lvas implant kit MFR # 2916596-2021-06925. Modular cable MFR # 2916596-2022-00533. Controller after first exchange MFR # 2916596-2022-00494 modular cable after exchange MFR # 2916596-2022-00535